Event description:
A surgeon sent an email to gore reporting he re-operated on a chest wall defect in a patient that previously received gore dualmesh biomaterial with corduroy tissue ingrowth surface. The surgeon indicated the gore dualmesh biomaterial with corduroy tissue ingrowth surface appeared to be initially placed upside down. The patient experienced adhesion to the lung as a result of the corduroy surface facing the pleural cavity side. Additionally, the device was dislocated and was not fixated to the chest wall. The surgeon believes that bio absorbable sutures were used. There was no allegation of deficiency, from the surgeon, toward the gore dualmesh biomaterial with corduroy tissue ingrowth surface.

Manufacturer narrative:
All information has been placed on file for use in tracking, trending and follow-up. There is no irrefutable evidence revealed by the investigation that would lead gore to believe that the device failed to meet its performance specification or that it did not perform as intended.